Manufacturer narrative:
The suspect computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the hard drive was inactive at start up. Indicating a faulty hard drive.

Manufacturer narrative:
Analysis of the returned power switching board was completed. No problem reported with power switching board. Image acquisition system (ias) computer upgrade required power switching board upgrade. Installed power switching board in a known working imaging system. The system readied, communication, and all peripherals were functional. 2d and 3d imaging were successful. No problem found.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. To resolve the reported issue, the representative replaced the imaging system computer and the power switching board. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer and power switching board have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not pass the status "system initializing please wait." Restarting the imaging system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.